Event description:
It was reported that this implantable cardioverter defibrillator system was explanted due to a unknown reason. These explanted device will not be returned. No further adverse patient effects were reported. Additional information received indicates the device was explanted due to being determined the patient no longer needed the device. And as such the patient decided for the system of this device to be extracted. No allegation has been made towards the device.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as the device was explanted due to being determined the patient no longer needed the device. And as such the patient decided for the system of this device to be extracted. No allegation has been made towards the device. This record will be closed as not a complaint as it no longer meet complaint criteria. No product problem.

Event description:
It was reported that this implantable cardioverter defibrillator system was explanted due to a unknown reason. These explanted device will not be returned. No further adverse patient effects were reported.